Event description:
Crystalens. For 2 days, this lens worked fine. With "dispare" after 2 days, this lens has apparent problems, that not only I am having. 20/20 vision those days, and now over 20/50, because of an apparent movement in the lens or something to that nature. Physician along with the rep from crystalens. I have had no relief. Night vision is almost impossible without the good eye. I would consider myself blind if I didn't have a non corrected cataract eye on the other side. I went from just seeing white to seeing blurry, and feeling as if I was in a tunnel. Night vision consists of large circles on anything that reflects light until an oncoming vehicle comes towards you or, I turn the inside light on. Then the problem corrects itself. Fluorescent lights causes flickering of the eye or lens one with this lens. Distance vision is impossible at night. Day vision at a distance is clear, but you still feel like you are in a tunnel. Close vision -12-15 inches- causes double vision or shadows of letters words etc. More research needed to be done on this lens, before it has been implanted into anyone's eye. In 2007 surgery, one day later post op examination, seven days later post op examination with representative from crystalens present and also examining eye along with physician that performed the surgery, the next month follow up exam determined that lens was still having problems would evaluate again in 2 weeks, two weeks later continued having problems determined needed astigmatism surgery topo showed .44, one week later follow up visit with topo showing astigmatism was .16 decided not to do corrective surgery at this time for this, will go back for yag the following month. Undecided if I want to chance this yet so that I can have this lens took out if needed. Dates of use: one month in 2007. Diagnosis or reason for use: had cataracts in both eyes. Had right eye correction first.